Event description:
The patient previously underwent a right shoulder replacement. Subsequently, the polyethylene liner became dislodged. The surgeon performed a revision procedure and replaced the dislodged liner. Patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 300-30-08 - eqpreserve stem 8mm: (B)(6), 320-01-42 - eq reverse 42mm glenosphere: (B)(6), 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-15-08 - sup/post aug plate, r rs glenoid baseplate: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-42-03 - eq reverse 42mm humeral liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.